Event description:
The facility had three incidences of rhizopus associated with a veniguard dressing. Blisters noted under the white foam part of the dressing. Sites included 2 arterial lines and 1 piv, peripheral intravenous. All lines and dressings were placed in the or.